Manufacturer narrative:
(B)(4)

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00268 and (2) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00269). The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the fault alarm occured when the freedom onboard battery was inserted into the driver. The customer also reported that the freedom onboard battery was "not charged and was unable to be charged." The customer also reported that when fully charged batteries were inserted into the freedom driver, the fault alarm did not resolve. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00268 and (2) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00269). The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the fault alarm occurred when the freedom onboard battery was inserted into the driver. The customer also reported that the freedom onboard battery was "not charged and was unable to be charged." The customer also reported that when fully charged batteries were inserted into the freedom driver, the fault alarm did not resolve. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. Freedom onboard battery s/n (B)(4) was returned to syncardia for evaluation. Physical inspection of the onboard battery revealed no anomalies. The reported fault condition was confirmed through investigation evaluation of the battery. The onboard battery did not charge or provide power output. The root cause for onboard battery s/n (B)(4) disabled output could not be determined; however, analysis of the smbus (system management bus) recorded data indicated that the battery was subjected to an over-discharge event, which caused a cell imbalance and cuv/puv flags. The smbus data is the communication protocol used to communicate with the freedom onboard batteries. Because these parameters were outside of the internal safety firmware design limits, the battery was permanently disabled by its internal safety circuitry. Because the onboard battery was permanently disabled, no functional testing could be performed. The customer reported issue poses a low risk to a patient because it would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of external wall power, and patients are provided with several onboard batteries. Because freedom onboard battery s/n (B)(4) was permanently disabled, it was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.